Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the investigation results, it was confirmed that there were adhesion of the foreign material in the air/water cylinder and channel. However, a definitive root cause could not be determined. It was unknown that there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material remained. The instruction manual states the detection method associated with the event in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. And preventive measures associated with the event in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign material inside the air/water cylinder and the air/water tube. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.